Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that there was a temporary bad contact between the ibp adapter cable and the hisib. The technician swapped two cables on site and the problem has not reoccurred. It can be assumed that this (pulling and plugging) eliminated the contact difficulties. This thesis is also supported by the fact that the log file showed a hardware problem for a short time. The system is currently working as specified. A possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. During a procedure, the user reported intermittently receiving unusual analog output pressure waveforms. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.